Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.evaluation summary:the reported condition of an infusor lv 5 device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 5 device ruptured at the end of a patient infusion. The pump was ending an infusion of a solution of 80ml 5-fluorouracil and 145 ml saline when the rupture occurred. It was reported that the device had not been hit or dropped. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.